Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this patient was a twiddler and dislodged this right atrial lead. During the lead revision procedure, this lead appeared to have tissue attached to the screw mechanism from the lead being pulled out. No adverse patient effects were reported. The lead has not been returned. Should this lead be returned, it will be analyzed.